Event description:
The customer was hospitalized for high bgs. It was indicated that the customer woke up and noticed that the screen was blank. The customer had changed eailier in the day the set/site and the batteries due to an alarm. The customer attempted several other batteries with all the same results. Bgs were treated with insulin drip.